Manufacturer narrative:
(B)(4). The hc device was not returned to baxter, therefore no evaluation or batch review could be performed. Several attempts were made to the home patient, but product surveillance was unable to reach the home patient. This complaint for the system error 2240 (air in line) was not confirmed. A root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240, this system error occurred during dwell 5 of 5. The home patient (hp) cycled power and the alarm cleared. The hp was advised to call the nurse about the air detected alarm and to follow provided instructions. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(6)-2011. The patient stated the following: the cause of the alarm was unknown and new supplies were used to clear the alarm. The sample was discarded but a companion sample was available and requested with an unknown lot number. Therapy was going fine since the event and no patient injury or medical intervention was reported.